Manufacturer narrative:
The device is not required to bereturned to animas.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 800 mg/dl with confusion, extreme drowsiness, difficulty waking up, and symptoms of dehydration. It was reported that the patient was treated in an emergency room with insulin via injection and intravenous fluids. The reporter noted the patient remained on pump therapy and the pump's settings were not recently changed. During troubleshooting, it was determined that the reported serious injury was attributed to incomplete prime sequence steps. There was no allegation or indication of a device malfunction. This complaint is being reported because the reported serious injury was attributed to a use error.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 09/29/2015 with the following findings: review of the pump¿s black box revealed a loss of prime warning on (B)(6) 2015 at 08:02; deliveries resumed at 08:17. The total daily dose history was appropriate for the user programmed settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s force sensor calibration was found to be within specification. No damage or defect was found to the pump¿s force sensor circuit.